Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
Line would not come out of patient after multiple attempts, including warm compress and waiting between attempts. Lines was stuck in baby (saphenous vein). Line had to be removed by vascular surgeon.